Event description:
A ventilator was evaluated by the customer. The device was not in patient use. During the evaluation of the ventilator at the customer's facility, a ventilator inoperative condition occurred. The ventilator's software was re-loaded to address the issue.